Manufacturer narrative:
On 29-mar-2021, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 300cc, right: 250cc) and experienced left-sided anisomastia and right-sided grade iii capsular contracture postoperatively. The patient¿s physician stated that the capsule on her right breast started right after the implantation surgery. The diagnosis was confirmed based on the patient¿s symptoms. As a result, the patient underwent removal and replacement with a 275cc mentor memorygel breast implant (right catalog #: 3502754bc, right serial #: (B)(4)) and a 300cc mentor memorygel breast implant (left catalog #: 3503004bc, left serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.